Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to wear of the polyethylene acetabular liner. The head and liner were removed and replaced during the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA.